Event description:
Information was received from a company representative regarding a patient receiving an unknown drug via an implantable pump. The in dication for use was not reported. It was reported that a pump had failed.